Event description:
It was reported that there was a wound burn that occurred during cataract extraction. No suture was required. No additional information was provided. This report is for patient 2 of 3. Also, separate reports are being submitted for the different devices that were used during the procedure for each patient.

Manufacturer narrative:
Age, sex, weight, and ethnicity: information was requested however, was not provided. Date of event: unknown/not provided. Lot#: unknown/not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI #: unknown, as the lot number of the device was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. Concomitant: healon endocoat, opo73, opocr3021r, veritas console 202210259. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. For this reported event, lot number was not reported and cannot be obtained. Therefore, manufacturing record review cannot be performed. Based on the information obtained, there is no indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.